Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The details of the lesion are unk. On the third inflation, the 2.5x15mm maverick2 monorail balloon catheter ruptured at 10 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is no problem with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure. The performance of the device was limited.